Manufacturer narrative:
(B)(4). This is a report of a use error, where a loose connection was discovered. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection. The caregiver (cg) stated that they noticed the bag on the heater leaked out. The cg then further specified that they did not check the connection and it was not fitted or tight completely. The technical service representative assisted the cg in ending the therapy and had them start over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.